Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received that the system was infected. Cultures were taken and results showed the patient had pseudomass infection. There were no additional adverse effects reported. The product was explanted.